Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable and the 5 volt power supply. System operates as intended.

Event description:
The customer reported the system displayed a system error message and had to be rebooted. No pt injury was reported.